Event description:
It was reported that the first fiber was blinking. The second fiber was reported as ¿fire beam straight¿. The procedure was completed with turp. There were no damages to the patient. This is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-338a-1582: the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the octagonal sign on the outer flow tube is not aligned with the output window but the metal cap cannot rotate freely within the outer flow tube. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4).